Manufacturer narrative:
One fast-cath introducer was returned. The reported leak could not be confirmed. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During the procedure, the fast-cath introducer had blood leak from the valve. Another introducer was used to complete the procedure with no adverse consequences to the patient.